Event description:
It was reported that the faced crimped cannula event on 21-mar-2025.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-06881), was submitted on 02-may-2025. Based on the description, earlier the complaint was reported under leakage from infusion site (cannula base part/cannula) (specific cause not identified) with signs of asymptomatic elevated blood glucose - no change to regular treatment regime (hc23.01) but now its coded under soft cannula found crimped upon removal from infusion site with hc23.01. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Additional information - this MDR is being submitted to include the below: b5: describe event or problem. H6: medical device problem code (a). Component code (g).

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The blood glucose level was 400 mg/dl. No further information available.